Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision breast augmentation with a unknown size unknown saline implants on both sides and experienced left side breast implant deflation, capsular contracture; baker grade unknown, and autoimmune disorder symptoms including fatigue, body aches, fibromyalgia, brain is foggy, major depression, memory loss forgetfulness, rash on left breast. Breast cysts along surgery line where mastopexy was performed, lymphnodes flaring up, pain in breast, and right lump. Cysts were removed and found benign. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.